Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged charge-coupled device unit could not be identified. The event can be prevented by following the instructions for use which state: ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the image was not displayed due to a damaged charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device, the ultrasonic bronchofibervideoscope exhibited no image. There were no reports of patient involvement.